Event description:
It was reported that during a device follow up, the health care professional (hcp) was unable to interrogate this implantable cardioverter defibrillator (ICD) device with multiple programmers. Technical services (ts) was contacted for troubleshooting assistance. Troubleshooting efforts were attempted but unsuccessful. Subsequently a revision procedure was performed. This ICD was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. This ICD was returned to facility awaiting further analysis.